Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unaware of when the alleged issue first started or what the alleged inaccurate reading was. The patient reported using self adjusting insulin to manage her diabetes. The patient denied making any changes to her usual diabetes management routine. The patient reported on the same day sometime after the issue started, she felt "dizzy, shaky, headache and sick." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However, a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia after the alleged issue occurred.